Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed nsln event. It was observed that the device was intermittently undersensing. It was recommended that the device should be reprogrammed. Device is left implanted